Event description:
The bench technician found no audio from the mx40. It will be considered that the device was not in clinical use when the issue was found. There was no report of patient injury or harm.